Event description:
Stiffness in both legs [musculoskeletal stiffness], left leg pain from above knee to foot/pain in both legs from hip down to foot [pain in extremity], pain in both knees [arthralgia], an effort to walk a few steps [gait disturbance], got no relief [device ineffective]. Case description: spontaneous report received on 20-may-2008 in a series of letters from a consumer regarding a (B) (6) male pt, (B) (6). The pt received injections of synvisc in his knees on unk dates in (B) (6) 2007 to (B) (6) 2008. The pt reported that after his last shot in (B) (6), he got no relief and instead had pain in both knees and stiffness in both legs four inches above and four inches below the knee. The clinicians recommended unspecified pain shots and pain pills, which he reported only helped a small amount. The pt still had pain and used oral morphine pills that he had and camphor menthol ointment which gave temporary help. The pt reported that he is not allergic to "hyaluricon" since he had taken doses orally prior to synvisc. The pt reported that his pain had subsided to some extent, but he was still hurting and his left leg had full pain from above the knee to the foot. The pt stated that he had an implanted pump that treated his back with a minimal amount of morphine 24/7, but did not affect other parts of his body so he took added oral morphine which did not event help the pain that much. The pt had pain in both legs from his hip down to his feet. He also stated that it was an effort to walk a few steps and the pain continued lying in bed or sitting. In addition, the pt reported that he had pain for thirty seven years, but not like this and the pain increased with each injection. He stated his left leg was the worse one, but the right leg was bad also. As of the date of receipt of this report, the pt had not yet recovered.

Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.